Event description:
Healthcare professional reported device was removed after 20 months due to stenosis. The valve had been implanted in the pulmonic position and was reported with a conduit without a valve.